Event description:
Second surgery, called revision surgery. Is advised after failure of depuy (j.j.) Proxima. Surg done on (B)(6) 2009 and having progressive disability and chronic pain since last 3 years.